Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified part of a small volume infusor was separated from the rest of the device. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Clarification was received that a fragment of the coiled cap was observed in the device¿s housing. The device was manufactured may 15, 2015 - may 18, 2015. The device was received for evaluation. Visual inspection revealed a pink coil cap shaving approximately 4.77mm in length in the housing, outside the balloon. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.